Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) found the connector pin was bent and broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported two more calls were needed to get an entire new unit with the issue being traced to the ¿desktop¿ or converter that charged the charger as it took three days to charge to 100%. It was further stated it had ¿probably been two months since being fully charged and charging makes a big difference.¿ since the desktop charger was replaced the issue was resolved. No further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37791, lot# , serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is having trouble recharging. There is no known pocket issue nor known weight changes. The patient has had issues since receiving the newest recharger, about 4-5 months ago. Technical services worked with the caller to get 8 boxes filled but then would drop to 2 boxes. Since receiving the new product, the patient has experienced tremors because of low battery and charging issues. A replacement recharger antenna was sent. Additional information was received that the patient received the replacements but the patient was still having recharging issues. The caller was warmed to repair.